Event description:
It was reported that the touch pen for the programmer needed calibration and it was difficult to point the items on the programmer screen. It was indicated that it would be returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, as a result the touch screen and stylus were replaced and calibrated. (B)(4).